Event description:
It has been reported to philips that the x-ray exposure was not functioning. The device was inside of clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the reported problem was found during the neurosurgery and the customer completed the surgery without any delay by restarting the system. It was reported that the system was unable to emit x-ray. Upon further inspection, philips field service engineer (fse) visited onsite and checked the logfiles and confirmed the image storage error and found that ippc cannot start up. The defective ip pc was returned for failure analysis and was not able confirm the failure. Fse replaced ippc. After the replacement of ippc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system was unable to emit x-ray issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.